Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis caused by gastroparesis on (B)(6) 2019. Customer¿s blood glucose level was 1046 mg/dl when admitted to hospital. Customer discontinued use of insulin pump and was treated with manual injection. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.